Event description:
Related to MFR report# 2183959-2012-01643. On (B)(6) 2010, an elevate prolapse repair system and another ams product were implanted in the plaintiff. "On or around (B)(6) 2012, the plaintiff underwent a procedure in which all or a portion of the products were removed." It was alleged by plaintiff's attorney that "as a result of the products implanted" the plaintiff has experienced "mental and physical pain and suffering, has sustained permanent injury" and has and will "undergo add'l medical procedures."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated anda f/u report will be sent.